Event description:
It was reported that while ventilator was cycling on a patient and it would intermittently switch between ac and battery power, after about 2 hours of operation. The ventilator was taken off the patient, the patient was bagged and swapped out with another ventilator. It was discovered that the 1618 pcb was defective. The 1618 pcb was replaced, unit was calibrated and functionally checked. Ventilator is performing within all MFR's specfications. There was no patient injury. This complaint was generated from a call screening.